Event description:
Wing handles near device base plate detach from device during patient transfer from wheelchair to chair. The patient did not sustain any injury from the event. The device was operated by lay user in the patient's home. The device was quarantined after the event.